Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report a discordant, falsely elevated co2 result obtained on a patient sample on an advia 1800 instrument. Siemens determined that quality controls (qcs) were within acceptable ranges on the day of the event. A customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced reaction tray wash unit drain valve 1 (cdev1), replaced l-rings, pump piston and acrylic cylinder assembly in sample reagent wash pump (srwp), replaced degasser, primed system, and ran wash 2, calibrations and quality controls, resulting acceptably. The cause of elevated co2 result obtained on the patient sample is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
An elevated carbon dioxide (co2) result was obtained on a patient sample on an advia 1800 instrument. The elevated result was not reported to the physician(s). The sample was repeated on an alternate advia 1800 instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated co2 result obtained on the patient sample.